Event description:
The reporter stated that the (competitor's) lens tore in the injector. Surgery was completed with another lens. No patient injury. The patient's preoperative manifest refraction -1.25 0.50 x 85 and the best corrected visual acuity 20/50 -2. The postoperative manifest -1.00 -1.00 x 92 and the best corrected visual acuity 20/25 05 20/25 00. Excellent prognosis.

Manufacturer narrative:
H6: evluation codes: method: 86 - (other) a work order search was performed for the injector and cartridge and device history record was reviewed for the injector and cartridge and the foam tip plunger. Results - 100 (other): a injector work order search was performed and one similar complaint was found within the lot. A cartridge work order search was performed and two similar complaints were found within the lot. The device history records were reviewed andnothing in the manufacturing, packaging or sterilization of the injector, cartridge and the foam tip plunger was found tobe the root cause of this complaint. Conclusion - 67 (no conclusion can be drwn): based on the complaint history, work order searches, device history review, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.